Event description:
A caller reported a malfunction on their pump, resulting in a blood glucose level of 521 mg/dl. No notable events occurred prior to the malfunction. The customer attempted a pump reset, during which the screen initially failed to turn on. Technical support advised connecting the pump to a power source, which successfully powered it on. Malfunction code malf 9 was noted, but it was resettable, and the issue did not recur following the reset. The customer was informed they could continue using the pump and instructed to report back if the malfunction reappears.